Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: crease fold, wear abrasion, one opening linear on the posterior, observed void >1 mm in non-textured, valve-to shell-bond area, yellow particles in the shell and brown particles in the fill channel. Leak test and microscopic analysis were performed which identified: one opening crease smooth on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease smooth opening on the posterior, assessed as a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "creases." Device has been explanted.